Event description:
A complaint was received from a customer that reported that pt's glucometer dex system was reading too high. Pt stated that in 2002 they tested their blood sugar and received a result of 379 mg/dl. Pt went to the hosp and at the hosp (approx one hour later) a blood sugar result of 34 mg/dl was obtained. No medication was taken nor food consumed during this period. While on the phone a review of the system was conducted. Electronic checks were done and were found satisfactory. The customer was using test sensor lot number 2a0952aa expiry dated 1/2003. A request was made to return the system, including the reagents for eval. In the meantime, a replacement unit has been provided.